Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that following a peripheral stenting treatment procedure stent damage occurred. The chronic total occlusion (cto) lesion was located in the right common iliac artery. The lesion was predilated with a 7x40mm wanda balloon. An express-vascular ld, pmtd, 7.0x40x75cm stent was advanced and deployed to treat the target lesion. The stent was considered to be well positioned and well apposed. At the patient's 6 month followup, the previously implanted stent appears to be damaged as it was noted to be "deformed". There were no patient symptoms. At the 12 month followup, the stent appeared "narrower". There were no patient symptoms. At the 18 month followup, "acceleration flow was confirmed" by unspecified means and the patient complained of intermittent claudication. Seventeen days later, angiography was performed and revealed that the previously implanted stent had been "crushed" due to calcification. A wanda balloon was used and a non-bsc stent was implanted inside the express-vascular ld, pmtd, 7.0x40x75cm stent . The patient was discharged the following day. There were no additional patient complications reported with the patient noted to have "no problem". This product is only ous approved but it is similar to an approved u.s. Device.